Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01815 test 2 of 2). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positve result on the (B)(6) 2021. Negative pcr and rapid antigen test the same day. Report 1 of 2.

Event description:
User reported false positve result on the (B)(6) 2021. Negative pcr and rapid antigen test the same day. Report 1 of 2.